Manufacturer narrative:
Device photo evaluation completed on january 5, 2021. Upon the visual evaluation of the image provided in the complaint, two gel leakage sites were observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device was received on january 05 2021. Device evaluation completed on january 09, 2021: during the visual evaluation of the device, no apparent damage or anomalies were observed. Leak testing was performed, according to mentor procedure, and it revealed two tears on the anterior view, measuring approximately 0.2 cm each of them. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the edges of both tears, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a during a breast augmentation primary a 275cc mentor memorygel silicone prosthesis ruptured as it was being inserted into the unknown side breast. The procedure was continued using a new mentor prosthesis. There were no patient consequences or adverse events reported.